Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient recently had her hip revised by surgeon on (B)(6) 2020 at troy beaumont for an unstable hip. This patient unfortunately had a fall and loosened her acetabular cup that was implanted on (B)(6) 2020. Surgeon explanted the 56mm multihole cup, 40x56mm +4 10 degree liner , pinnacle screws, and hip ball. A new acetabular cup, liner, screws, and hip ball was implanted back after the new cup was implanted and well fixed. The existing aml stem was left in situ. Doi: (B)(6) 2020. Dor: (B)(6) 2020; affected side: left hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that the cup and liner were not damaged just loose.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.